Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-00542. The patient (B)(6) was implanted with two surgical leads from different lots. It was reported a kink was observed in the patient's lead which was suspected to be caused by the lead anchor. A diagnostic test revealed invalid impedance measurements. Surgical intervention was undertaken to explant the patient's leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.